Event description:
Patient states hydrasoft sphere was prescribed, care and handling unknown. Patient felt discomfort (primarily in the left eye) while trying to wear lenses, but made several attempts to continue wearing. Each time that the lenses had been removed, there was no indication that the patient had disinfected or examined the lenses for damage. The patient eventually discontinued trying to wear the lenses and sought medical attention early the next day due to the pain in her left eye and some discomfort in her right eye. Patient sought medical attention at grand river hospital (canada) and was seen at the urgent care clinic. Patient reports the doctor put freezing in her eyes and called a specialist. Patient was in the care of the specialist for one week. Patient states she was blind for one week. Patient states she was unable to go outside due to extreme sensitivity to light. Patient states she was required to wear a patch over her left eye for a period of time.

Manufacturer narrative:
The event was interpreted in full from the legal correspondence provided. Coopervision has not received any other information with respect to the contact lenses. No product has been received for evaluation and the lot number is unknown. No medical treatment files or diagnosis have been provided. The location at which the lenses had been purchased, has since closed. No confirmation of fitting and dispensing information has been provided. The information available is limited to events of the incident described in the legal correspondence, with little valuable information for an effective evaluation. Therefore, an evaluation was based on historical data of the hydrasoft sphere product. Based on the information in the manufacturer's electronic quality management system, this is the only complaint of this type for hydrasoft sphere dw. There have been 2 complaints of this type for hydrasoft sphere ew. Both complaints were unconfirmed and both of the complaints of hurt/pain were minor in nature and did not require any medical attention and did not meet the criteria of a reportable incident. One lens returned had a defect of a crack in the optical zone. This defect likely occurred after the manufacturing process. These patients received new lenses of the same type and power and wore them without further incident. There is not sufficient information to draw a conclusion as to whether or not the lenses contributed to or could have contributed to the injury the patient complained of. Due to lack of information and lack of any trend in the complaint history of the lens that would support a conclusion that the lenses contributed to the patient's injury, no further action or investigation can or will be undertaken.